Event description:
***This is a final report. The investigation was completed on 10-sept-2020. Results and conclusions are outlined in section h of this report*** during the procedure, the needle tip became bent and detached itself (in the bronchus).

Manufacturer narrative:
510 k # - k160229. Device evaluation: complaint device was not returned therefore a document based review will be performed. Clarification was requested as follows; - can you please ask if the broken needle tip which detached itself in the bronchus has been retrieved? If so, by what means? To date no reply has been received. If a reply is received in the future the file will be updated accordingly. Document review including IFU review prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-o of lot number c1708808 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1708808. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion causing the needle tip to break. Summary: complaint is confirmed based on the customer's testimony. No update shared if the patient experienced any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplement report is being submitted as a cancellation MDR, it was concluded on the 03-nov-2020 that this file is a duplicate of MDR ref #3001845648-2020-00528 therefore this report is being cancelled and the incident is being reported under MDR ref #3001845648-2020-00528 .

Manufacturer narrative:
510 k # - k160229. This supplement report is being submitted as a cancellation MDR, it was concluded on the 03-nov-2020 that this file is a duplicate of MDR ref #3001845648-2020-00528 therefore this report is being cancelled and the incident is being reported under MDR ref #3001845648-2020-00528 .

Manufacturer narrative:
510 k # - k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure, the needle tip became bent and detached itself (in the bronchus).